Event description:
It was reported the patient experienced a loss of therapeutic effect; she was barely feeling the stimulation which started about a month ago. The patient could not get the therapy to go up. The patient thought it was the programmer batteries but this did not help. It was also reported when she first turns her device on it ¿jolts¿ her and then goes away. It was noted the patient just did not feel like she did before. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. This event was previously reported in MFR report # 3007566237-2013-00017, any additional information will be reported under this MFR report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), product type: programmer, patient. Product ID 748925, serial# (B)(4), product type: extension. Product ID 3487a-33, lot# j0427678v, product type: lead.

Event description:
Additional information received reported the patient's ins was removed due to normal battery depletion. It was noted that no leads were changed or moved. It was further noted that no diagnostics were done. The reporter stated the battery depletion was normal based on the use and settings of the ins. It was noted the patient was getting good coverage after the replacement.